Manufacturer narrative:
Citation: leone pp, et al. Predictors and clinical impact of prosthesis-patient mismatch after self-expandable tavr in small annuli. Jacc cardiovasc interv. 2021 jun 14;14(11):1218-1228. Doi: 10.1016/j.jcin.2021.03.060. Available online 7 june 2021. Earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding predictors of prosthesis-patient mismatch and its impact on mortality after transcatheter aortic valve replacement (tavr) with self-expandable valves in patients with small annuli. All data was retrospectively collected from a nine-center registry between june 2011 and october 2018. Of the 445 patients included in the study population (predominantly female; mean age 82 years; mean weight 66.8 kg), 248 underwent tavr with a medtronic self-expandable transcatheter valve: evolut r (204) or evolut pro (44). No unique device identifier numbers were provided. Among all patients, a total of 44 deaths (all-cause = 33, cardiovascular = 11) occurred during the median follow-up of approximately one year. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all patients, procedural and post-procedural (before or after hospital discharge) adverse events included: annular rupture (occurred following balloon post-dilation and were treated conservatively); prosthesis-patient mismatch; need for second valve implantation; mild to severe paravalvular leak; new permanent pacemaker implantation; vascular complications (of any degree); bleeding (major, type 1, type 2, or type 3); myocardial infarction; transient ischemic attack/stroke; and hospitalization for heart failure. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.